Event description:
Information was received indicating that this ambulatory infusion pump exhibited a system fault. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Manufacturer narrative:
One cadd legacy pump was returned for analysis. Visual inspection performed and product found to be in good condition. Customer's complaint was verified. The motor will be replaced in service. Use testing was performed. The problem source is the motor.

Event description:
Additional information received stating incident occurred during testing, and the event date.